Event description:
It was reported that the inner foil pouch was not sealed. During preparation of a 2.50mm x 20mm emerge balloon catheter, it was noted that the inner package was not sealed. When the packaging was taken out of the box, the balloon fell out and hit on the floor. The procedure was completed with another of same device. There was no patient envolvement.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR. : returned product consisted of a pouch for an emerge balloon catheter. The product pouch was visually inspected. The product pouch was empty and there was no bsc seal. The tyvek seal was inspected, and it was still intact. Operations engineering was called down to review the packaging and it was agreed that the packaging was not sealed when it left manufacturing facility. Inspection of the remainder of the packaging presented no other damage or irregularities. Product analysis confirmed the reported compromised seal, as the pouch was not sealed.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the inner foil pouch was not sealed. During preparation of a 2.50mm x 20mm emerge balloon catheter, it was noted that the inner package was not sealed. When the packaging was taken out of the box, the balloon fell out and hit on the floor. The procedure was completed with another of same device. There was no patient involvement.